Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation capsular contracture baker grade IV and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, black particles, cloudy. Bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no openings or issues related to rupture device were observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. The device has been explanted.

Event description:
The device has been explanted.